Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black foreign material in the cap. These issues were identified during prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between february 26, 2020 to february 27, 2020. H10: thirteen (13) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. All fill port caps were removed which observed a foreign matter inside the fill port cap areas of samples 1 and 2 only. Also, fill port connector thread damage was observed with sample 3. Magnified inspection verified loose and embedded dark foreign matter of the fill port cap thread area of sample 1 only and embedded dark foreign matter of the fill port cap thread area of sample 2; which was not found in the fluid pathway. Additionally, observed fill port connector thread damage where the threading begins of sample 3 only with no cap damage observed. The reported condition was verified in sample one. The cause of the condition could not be determined. No issues were observed in the other 10 samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.